Event description:
It was reported that this patient experienced an inappropriate shock for atrial fibrillation (af). A second shock was initiated and exceeded charge time expectations. The device declared a code 1007 indicative of charge time exceeding expectations after a third shock failed to charge within time specifications. It was alleged the device battery had prematurely depleted. Boston scientific technical services (ts) was contacted and recommended emergent device replacement. The physician surgically explanted and replaced the device to resolve the event and the patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed that multiple extended charge time errors (code 1007) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the extended charge time errors. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy despite the fact that sufficient battery voltage and capacity remained.

Event description:
It was reported that this patient experienced an inappropriate shock for atrial fibrillation (af). A second shock was initiated and exceeded charge time expectations. The device declared a code 1007 indicative of charge time exceeding expectations after a third shock failed to charge within time specifications. It was alleged the device battery had prematurely depleted. Boston scientific technical services (ts) was contacted and recommended emergent device replacement. The physician surgically explanted and replaced the device to resolve the event and the patient was stable with no additional adverse effects reported. The device was received for analysis and is currently pending investigation conclusion.